Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had multiple drawers not detected on bus. A field service engineer (fse) verified all drawers were failing and not on the bus, replaced the communication sled, and reseated all cables. Ran hta and confirmed all drawers tested ok; however, failures persisted in the pyxis application. Verified the issue was not hardware-related and attributed it to an incomplete firmware update. Coordinated with customer to remotely configure and install the firmware update, after which testing was completed successfully and the customer confirmed proper station functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawers 1,2.2,3,4,5 was not detected on bus. Customer tried to reboot the station, but the issue did not resolve. However, there were no adverse events or injuries reported based on this event.